Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that the lot met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information: patient code "surgery" was not available, therefore, the code "no code available" was selected. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a pulmonary vein ablation (pvi) procedure, the si avanti+ 7f std sheath was retracted from patient and the shaft of the sheath snapped and remained in patient. Vascular surgery was successfully performed to retrieve the remaining shaft of the sheath.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during a pulmonary vein ablation (pvi) procedure, the si avanti+ 7f std sheath was being retracted from the patient when the shaft of the sheath snapped and remained in patient. Vascular surgery was successfully performed in order to retrieve the remaining shaft of the sheath. Attempts to gather further information were unsuccessful. One non sterile si avanti+ 7f std w/gw no obt was received inside of a plastic bag. The cannula presented a separation at 9.5cm from the distal tip. A kink was observed at 4cm from the distal tip. No other anomalies were observed on the received unit. The cannula od and ID were measured near the separation and results were found within specification. The unit was sent to sem analysis in order to analyze the potential cause of separation. Sem results showed that the separated sections of the outer member presented elongations. The elongations observed presented evidence of a plastic deformation as a product of an application of a tension force that induced the separation. Also, body separation presented evidence of cutting pattern. As per findings during sem analysis, sheath introducer body separation might be caused by a combination of cutting and the induction of tension force. No other anomalies were found during sem analysis. A review of the manufacturing documentation associated with lot 17492992 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿catheter sheath introducer (csi) - separated - in patient¿ by the customer was confirmed due to the condition in which the unit was received. The exact cause of the event could not be conclusively determined. Procedural/handling factors, such as stretching or pulling, appear to have impacted the event experienced by the customer. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Neither the product analysis nor the device history record review suggests that the event could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.